Event description:
On (B)(6) 2026, a customer in the united states reported to hologic that a discrepant result was received for 1 sample using the aptima hpv assay kit run in work list ID (B)(4) on the panther fusion plus instrument sn (B)(6). On (B)(6) 2026, sample ID (B)(6) was initially run in duplicate. The first test resulted hpv negative, and the second test resulted hpv positive. The sample was tested a third time that same day and in the same worklist and resulted hpv negative.

Manufacturer narrative:
Hologic reviewed the panther system logs and observed no signs of hardware failure or reagent preparation issues for worklist ID (B)(4). The three runs had valid internal controls and run calibrators which indicates a localized issue with the individual sample aliquot or sampling event. It's possible the hpv target was unevenly distributed where the initial replicate contained little to no target but when tested the second time the aliquot contained sufficient target to generate a positive result. Hologic has not learned of any patient treatment or adverse patient outcomes due to this event. The instrument and the assay performed as intended. H3 other text: other.